Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for eval yes, d9: returned to manufacturer on: 01-dec-2023. H.6. Investigation summary: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there were issues attaching the needle properly. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, non patient end would not attach to insulin pen, (2 pen needles affected) stated, no insulin flow when priming, (6 pen needles affected) both issues occurred on the same day.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there were issues attaching the needle properly. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, non patient end would not attach to insulin pen, (2 pen needles affected) stated, no insulin flow when priming, (6 pen needles affected) both issues occurred on the same day.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) there were issues attaching the needle properly. This occurred twice. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported, non patient end would not attach to insulin pen, (2 pen needles affected). Stated, no insulin flow when priming, (6 pen needles affected). Both issues occurred on the same day. Lot: 2277290. Catalog: 320550. Date of event: (B)(6) 2023. Samples: yes cl.